Event description:
Event determined to be reportable based on analysis: it was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, an unspecified malfunction of the rapid exchange 7mm x12cm stent delivery system occurred. The location and characteristics of the lesions are unk. The details of the procedure are unk. The pt's status is unk. Requests to obtain additional info have been unsuccessful. Device analysis revealed a device break.

Manufacturer narrative:
The rx stent delivery system was received inside the original open pouch with product label. An unk piece of extrusion with heat shrink on it was also returned. White residue was present on the device indicating use. The guide catheter the torn in two. A visual evaluation found that the guide catheter pull wire was broken proximal to the guide catheter. The ends of the break in the wire were viewed with a 10x microscope and appeared to be pinched indicating that the wire might have been cut with some type of tooling. The break in the wire occurred 30.8cm from the proximal end of the guide catheter. The guide catheter was found to be partially collapsed and kinked. The push catheter was found to be bent. The proximal remnant of the guide catheter pull wire was found to be sticking out of the rx ramp window. The wire sticking out of the ramp window was bent. The device history record (DHR) for this batch number was reviewed and confirms that this device met all material, assembly, and performance specifications. The root cause could not be determined.